Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: concomitant medical products. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation in the open position. A kink was noted in the basket sheath 87.5 cm from the distal tip. One of the wires from the basket formation was found to be broken. Discoloration was noted on the broken wire, which could have happened due to the use of a laser. Debris was also found on the wires, indicating the device had been used. Functional testing noted the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 broken basket wire. The broken ends of the basket wire were discolored, indicating the wire may have been exposed to a laser. The provided information does not state if a laser was used during the procedure or not. There is information stating the device was used several times. It is possible the wire broke due to laser exposure, or from repeated cycling of the basket during use. A conclusive cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported, during a transurethral lithotripsy procedure, the physician noticed that the basket wire was broken after using it several times during the procedure. The physician then stopped using the device and used another similar device to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.